Event description:
Customer stated: "freeze button sometimes stuck" 1216677-2021-00107-1 900001 ll100 cryosurgical (B)(4)

Manufacturer narrative:
Investigation review DHR inspect returned samples distribution history: this complaint unit was manufactured at csi on 10/30/2013 under wo #(B)(4) and shipped on 11/19/2013. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced at csi on 12/23/14 and on 5/6/2019 for broken insulator tubes. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was stuck in freeze mode at times. Root cause: a definitive root cause is not available. However, this unit has a history of being damaged and in service for several years. Based on the adjustment made to the trigger this complaint condition is being attributed to wear and tear and handling. Corrective actions the unit's trigger was adjusted, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Customer stated "freeze button sometimes stuck". Repair tech stated "confirmed - adjusted trigger". Ro (B)(4). Emailed repair tech and confirmed the freeze was unable to be turned off. Ll100 cryosurgical 900001. E-complaint- (B)(4).